Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the unit has error code messages of .(da) pcba adc (data acquisition printed circuit board assembly/ analog digital converter) reference failed and oxygen flow sensor calibration data error. It is unknown if the unit was in clinical at the time the reported issue was discovered.

Manufacturer narrative:
The failure investigation (fi) lab received the data acquisition (da) pcba for evaluation. Visual inspection of the returned data acquisition (da) pcba revealed no evidence of damage or contamination. Fi technician tested the da pcba and failures were identified.

Manufacturer narrative:
Through follow-up, customer indicated that there was no patient involvement or patient harm reported.